Manufacturer narrative:
(B)(4).

Event description:
The device is failing its self test with the "remove & reinsert the battery" prompt. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.